Event description:
A malfunction was reported on a pump after the customer clicked on the cartridge during the loading sequence. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it with the help of technical support. The malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact technical support if the issue reappeared, and they acknowledged this guidance.